Manufacturer narrative:
The pump powered up properly and no blank display noted. The pump was received with a frozen screen due to corroded electronic assembly. The pump was monitored and no high pitch constant tone noted. The pump was unable to perform a displacement test, neither self-test, nor operating currents, due to frozen screen. The pump had cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the device has a blank screen. The customer's blood glucose level at the time of incident was 200mg/dl. Troubleshoot was conducted, but the display did not return. The customer was advised the pump would have to be replaced and returned for analysis.